Event description:
Representative reported to us that a perclose "proglide" (sic) device had been used and "failed to suture the artery closed" during an "infarenal aneurysm repair" in which a gore aaa excluder endoprosthesis had also been used. Representative also reported there had been "a vein dissection and an unspecified vein patch was used." The address for the procedure location given by the representative was for a hospital unrelated to this case. Upon investigation, it was uncovered that the perclose device used was actually a prostar 10 french device. It is unknown if fluoroscopy was performed prior to the procedure. The exact vessel location of the prostar use, vessel size and condition were not provided. It was reported by the vascular surgeon that he broke the prostar suture material by using "way too much pressure and trying to tie the remaining suture material" instead of following the instructions for use (IFU). "Use another pvs device to complete the procedure."after the patient "was closed," the anesthesiologist noticed that the patient was "moderately hypotensive and her hemoglobin levels had dropped." The vascular surgeon reportedly did an exploratory laparotomy to determine the cause. "A negative finding of acute bleeding was returned, the patient was closed and returned to the ICU for hydration and blood products." It was reported by the vascular surgeon the prostar "device did not alter her medical course or hospital stay in any way." At last report, the patient is doing "fine." Although requested, no additional information was provided.